Event description:
It was reported that during an angioplasty procedure, the maverick2 monorail balloon ruptured. The balloon was being used in the very calcified right coronary artery (rca). On the second inflation the maverick2 monorail balloon ruptured "at a nominal pressure." The physician removed the balloon without complications and successfully completed the procedure with another maverick balloon. There are no reported pt complications. Pt status listed as "ok."